Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx1581 showed one other similar product complaint from this lot number. Both complaints for this lot number (rebx1581) have been reported from the same facility. Device has not yet been returned for evaluation.

Event description:
It was reported that on (B)(6) 2018 the patient reported to the nurse that the PICC broke off "at the point where the lumen and the injection site meet." The PICC was clamped and taped that night and removed on (B)(6) 2018. No patient injury reported.